Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: modified alert date, event date and facility aware date to (B)(6) 2010. This was an implant and explant attempt that occurred on (B)(6) 2010. Evaluation summary: (B)(4) the lead analysis indicated that the defibrillation conductor is distorted. The observed distortion of the exposed defib coil likely resulted from inserting the lead through an introducer with a hemostasis valve. According to the 6947 technical manual, inserting a lead using an introducer with a hemostasis valve may require a larger introducer than the size recommended.

Event description:
It was reported that during the implant procedure, the physician was unable to insert the lead through the introducer at the svc coil segment and upon withdrawal, the lead was damaged. The device was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the physician was unable to insert the lead through the introducer at the svc coil segment and upon withdrawal the lead was damaged. The lead was not implanted. No patient complications have been reported as a result of this event.